Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months, twenty days following the valve-in-valve implant of this transcatheter bioprosthetic valve in a previously placed transcatheter bioprosthetic valve, a third transcatheter bioprosthetic valve was implanted due to moderate paravalvular leak (pvl) that was identified on transesophageal echocardiogram (tee). The position of the previously placed valve was at a depth of 0 millimeter (mm) on the posterior side (non/left commissure). The third valve was implanted approximately 6-8mm deeper, inside of the existing valve. The new valve appeared to have sealed the moderate posterior leak. No additional adverse patient effects were reported.